Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's cut was activating when monopolar 1 coagulation was being used. No patient involved.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. The reported condition was confirmed. The investigation isolated the failure to the steering relay board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. Details regarding the repair were not provided. This system is still awaiting part. If information is provided in the future, a supplemental report will be issued.